Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and was not able to duplicate the customer's reported issue. The device passed the user verification tests and operation verification procedures to manufacturer specifications. If additional information is received, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator failed to cycle after reconnecting it to a patient. The ventilator had been operating with no issues with a patient, but after disconnecting and transporting the patient for a procedure, upon return and reconnection, the ventilator failed to deliver any volume or flow. The customer reported that the ventilator was replaced with no patient harm or injury.